Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. A review of the submitted log file spanned approximately 6 days ( (B)(6) 2021 per time stamp). On (B)(6) 2021 at 15:27, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~0v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during these events. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu, serial (B)(6), was not returned for analysis and remains in use. Additional information provided on 27sep21 stated that the patient does not have a v-lock on the mpu and it was unknown how the power was lost. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Serial number is not available therefore UDI is not available.

Event description:
It was reported that there were no external power and external back up battery alarms several times and a back up battery fault advisory alarmed once. The log files observed 3 different occasions of no external power being recorded, which was caused by power to the mobile power unit (mpu) being briefly interrupted. This may be due to the power cord coming loose from the wall outlet/connection with the mpu or the house losing power.